Manufacturer narrative:
The instrument was returned and evaluated. Engineering confirmed there was a frayed grip cable at the distal clevis. No damage was found on the pulley. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction could cause or contribute to an adverse event, if to reoccur.

Event description:
It was reported that during a da vinci si procedure, the cable on the large needle driver instrument broke. Nothing reportedly fell into a patient. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.